Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault 180 message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system fault 180 indicating a battery charger fault, and revealed system fault 74 and total power failure event. Performance testing revealed intermittent power issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault 180 was due to device operation in a temperature outside of the device specification and the power related issues were due to contamination of the device main circuit board (pcb), and the system fault 76 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).